Manufacturer narrative:
Clarification: serial numbers (B)(4) were provided, the affected device cannot be confirmed at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side possible deflation. Device remains implanted.